Event description:
It was reported that prior to use with 249 bd¿ y-site with anti-siphon valve set the tubing was discovered to be kinked. The following information was provided by the initial reporter: the infusion tubing is kinked inside the sterile packaging; this will case the occlusion pressure & alarm appeared during the drug infusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jul-2023. H6: investigation summary: ten 30852 samples from lot 23035205 were received for investigation; one sample was received in opened packaging, and nine samples were received in sealed packaging for investigation. The feedback provided by the customer suggests kinks were detected in the tubing of the infusion sets. As part of the feedback the customer provided photographs of their experience. A visual inspection of the photographs and returned samples, confirmed the customer's experience as the tubing at the back check valve (bcv) component was kinked in all returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined, however kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilisation; this is a manual process and it is likely to have occurred due to human error. A review of the production records for lot 23035205 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that prior to use with 249 bd¿ y-site with anti-siphon valve set the tubing was discovered to be kinked. The following information was provided by the initial reporter: the infusion tubing is kinked inside the sterile packaging; this will case the occlusion pressure & alarm appeared during the drug infusion.

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.